Manufacturer narrative:
Patient information not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter hospital contact phone number: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - 03.010.013 ¿ 1485653. Manufacturing site: (B)(4). Manufacturing date: 27.mar.2007. Expiry date -. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a tibial insertion handle broke (split) during a surgery for a fracture of the tibial shaft. The nail was able to be successfully inserted. There was no surgical delay. No additional information at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: received one article of insert-handle f/etn radioluc short, part 03.010.013, for manufacturing investigation. The article is in a used condition, the carbon fiber is broken/torn. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. The insertion handle 03.010.013 is broken/torn around the mounting hole and the thread at carbon fiber section. The material cross section close to the fracture line has been measured and is within specification. The insertion handle is broken due to a mechanical overloading situation while in use. No failure in material or manufacturing could be detected; no manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No fragments fell into the patient. The surgeon used the same instrument to complete the case.